Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and found crack in the pump . It was reported that the pump had a blank screen. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the blank display. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a backlight anomaly where the brightness can't be adjusted. While performing the rewind test, pump error 38 was noted. Pump failed the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to failed rewind test. During the self test. Pump error 75 was noted. Battery was removed and the pump turned off immediately without displaying ¿insert battery¿ alarm. Pump failed the sleep current test with a high sleep current, but passed the active current test. When battery was reinserted, pump error 23, 49, and 68 were noted which was expected. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, corroded battery tube, and harness assembly vibrator. The power management tool confirmed pump error 75 was triggered when the backup battery loaded voltage (loaded vlith) and unloaded voltage(unloaded vlith) were not properly functioning due to moisture damage on the j6 connector. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, keypad overlay peeling, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, corroded battery tube, corroded home switch. Pump error 38 was confirmed during testing due to moisture damage on the home switch. Pump error 75 was confirmed during testing. Backlight anomaly confirmed due to moisture damage on the electronic assembly. Blank display not confirmed. Cosmetic damage confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.